Event description:
It was reported that the patient experienced syncope and discomfort. Upon investigation, a loss of pacing was observed on the device and the device was unable to be interrogated. Premature battery depletion of the device was suspected. The device was explanted and replaced to resolve this event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.